Event description:
Physician was approximating the medtronic eea intraluminal circular stapler. Device closed and fired staples. Once device was removed from patient, the anval did not stay attached to the stapler. The physician asked for the rigid sigmoidoscope and with a laparoscopic grasper was able to retrieve the anval.